Event description:
A customer reported that the quick bolus/wake button on their insulin pump was difficult to press, requiring multiple attempts to turn on the pump screen. There was no adverse impact on the customer's blood glucose level reported. The customer continued to use the pump for insulin therapy.